Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer had high blood glucose of 440 mg/dl. Customer was given insulin and blood glucose elevated to 500 mg/dl. Caller inquired on correct time to calibrate due to instability of blood glucose. Caller was advised to silence or turn off sensor feature. Caller was transferred to helpline for troubleshooting. Customer's blood glucose was 600 mg/dl at the time of transfer.